Event description:
It was reported that the atrial lead of an asymptomatic patient exhibited low impedance; other lead electrical values were normal. The lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.